Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a left ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2020. The percuflex uds was able to be delivered to the target anatomy successfully and was able to allow flow of urine from the kidney to the external collection system successfully through its 12 days indwell time. Seven days following the procedure, the patient developed small bowel ileus, which was managed with intravenous fluids and an enema. Per physician's assessment, the event was serious, not related to the device, and possibly related to the procedure. Note: this report pertains to one of two devices used during the same patient and procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of july 08, 2020, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2020, and the day of adverse event reported at 07 days (pod7) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was placed sometime in (B)(6) 2020. Block d6b: the stent was removed sometime in (B)(6) 2020. Block h6: imdrf patient code e2328 captures the reportable event of small bowel ileus. Imdrf impact code f23 captures the reportable event of IV fluids and enema.